Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a broken battery cap from the insulin pump. The customer's blood glucose reading was 271 mg/dl. The customer stated that she is unable to open the battery cap. The customer stated that she was trying to put an update of medicine in pancreas area but she cannot get to the reservoir because the battery was low. The customer will be sent a replacement.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.